Event description:
It was reported that a technologist had tripped on a system floor puck and had fallen head first towards the room door. As a result of the fall, the technologist suffered a laceration in the head and received staple sutures as a treatment for the injury.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.